Event description:
Patient with implanted heartmate iii left ventricular assist device (lvad) was admitted due to a methicillin-susceptible staphylococcus aureus driveline infection requiring hospitalization, IV antibiotics, surgical incision & drainage with re-routing of the driveline, and vacuum dressing. Post operative complications included right ventricular dysfunction and anuric acute renal failure requiring dialysis.